Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia with glucose levels over 300 mg/dl for approximately six hours while using the ilet system, with alerts for sustained high glucose and a subsequent decline to 280 mg/dl after supply changes and a meal announcement, in the context of recent clinical guidance to avoid meal announcements. Symptoms included elevated blood glucose without reported ketones, medical intervention, assistance, or acute complications. Outcomes included no hospitalization, no emergency care, and no reported long-term effects. Investigation included complaint intake, troubleshooting, and user education on system behavior when meal announcements are withheld and reliance on correction dosing while the device adapts. Investigation of this case revealed an undetermined device- or use-related cause, with system performance consistent with re-learning dynamics and correction-only adjustments when meal announcements are not used. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.